Manufacturer narrative:
An event regarding unspecified revision involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection of the returned component was performed. The anterior face is damaged which is consistent with the event description that the surgeon used an osteotome to remove the locked component from the baseplate. The underside and the posterior lugs of the insert are undamaged which indicates that the insert was seated and locked correctly within the baseplate component. -medical records received and evaluation: not performed as no medical information was provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: it was reported that the surgeon performed an arthroscopy and suspected that the insert component may have been loose. Upon exposing the joint the surgeon noted that the insert was locked in place. It was decided to remove the insert component which was done using an osteotome. The suspected loosening of the insert was unfounded upon inspected of the component in situ. Visual inspection of the returned component was performed. The anterior face is damaged which is consistent with the event description that the surgeon used an osteotome to remove the locked component from the baseplate. The underside and the posterior lugs of the insert are undamaged which indicates that the insert was seated and locked correctly within the baseplate component. The exact cause of the event could not be determined because insufficient information was provided. Further information such as x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon said the patient was experiencing pain and that a bone scan was coming back positive. Upon further inspection under arthroscope, the surgeon determined the polyethylene had loosened and needed to be replaced. He then did an arthrotomy and rechecked polyethylene which appeared to be statically locked. He then removed polyethylene with osteotome and replaced with brand new one.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The surgeon said the patient was experiencing pain and that a bone scan was coming back positive. Upon further inspection under arthroscope, the surgeon determined the polyethylene had loosened and needed to be replaced. He then did an arthrotomy and rechecked polyethylene which appeared to be statically locked. He then removed polyethylene with osteotome and replaced with brand new one.